Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned in one piece for analysis. Visual inspection found a full breach outer insulation degradation.

Event description:
This report is to advise of an event observed during analysis.